Event description:
On (B)(6) 2023, customer reported that technicians were experiencing ergonomic type injuries while using chb3035-84 top snap cap due to the caps being hard to fit on the tube.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Based on the information currently available, there is no evidence to indicate that the event resulted in a serious injury. However, this report is being submitted out of an abundance of caution. Asp global, in collaboration with its contract manufacturer, completed the investigation for this complaint. The investigation indicated that the raw material resin may not be suitable for repetitive use. As a result, a product change was initiated to evaluate and implement an alternative resin type.